Event description:
Approximately 2 months ago, an accuflo 100 ml volume, 200 ml/hr rate elastomeric device was filled with saline. The accuflo began to leak at the tubing junction at the base. This accuflo was not used on a patient. This occurred at the (B)(6) site.